Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, t1 and t2 of the fast-fix were deployed simultaneously. Both of ts were removed from the patient. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. There was a relationship found between the device and the reported event of firing problem. There was a relationship found between the device and the reported event of broken implant. A visual evaluation of the device showed that it was returned in the original box with the batch number of the complaint on the label. The t1/t2/suture were returned off the needle. The t1 has been broken at one of the suture holes. The actuator is in the pre-t2 position. A functional evaluation showed the device cycled as intended. Based on the condition of the product material found during visual inspection it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. An evaluation of the customer provided image showed the needle end of the device. The t1/t2/suture are off the needle and laying beside it. The image is very blurry and no other details can be taken from it. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the bridge strength test spec found a minimum number of devices will be tested for requirements to break the implant. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of firing problem was confirmed but the root cause could not be established. Factor that may have contributed to the reported event include an unintended actuation of the device. The complaint of broken implant was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include an application of unintended inappropriate or excessive force during manipulation of the sutures. No containment or corrective actions are recommended at this time.